Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that ¿2 weeks ago¿, the customer¿s adc freestyle libre sensor fell off after 13 days of wear. It was further reported that a blood glucose reading of 170 mg/dl was obtained on an unspecified device and the customer became unresponsive. The caregiver treated the customer with a ¿peanut butter sandwich and some juice¿ and a healthcare provider administered unspecified "injection" for treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.